Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)'s atrial and ventricular connectors were broken. It was noted that the hanger assembly was broken and the encoder assembly and knobs were contaminated. It was further noted that the battery wire insulation and display wire insulation were pinched, wire insulation not compromised for either. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors of the external pulse generator (epg) were broken. No patient complications have been reported as a result of this event.